Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had a piston that was not moving during the prime process. The customer stated that, upon the fourth attempt, the insulin pump was able to prime and that the piston began moving. However, the piston was making a strange, buzzing noise. The customer stated there were no alarms or physical damage to the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan. Advised to contact their hospital for a replacement insulin pump. Nothing further reported.